Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that in the alarm history there was a pump error 53 alarm. Customer's blood glucose level was 7.5 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 53 was noted in the history file with line number = (B)(4) and file number = 1. Unable to verify root cause. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the display window, case and keypad overlay.